Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese: on (B)(6)2023, the patient went to the radiology department for enhanced CT examination. At 08:12, a 22g closed needle-proof venous indwelling needle was placed in the left elbow of the patient at 08:12. The puncture went smoothly, the blood returned well, and the injection of normal saline was smooth. 08:43 before the enhanced CT scan, routine high-pressure test injection of normal saline 2.8ml/s, 20ml, no extravasation, the pipeline is unobstructed. 08:50 use a high-pressure syringe to inject contrast agent iodixanol 75ml. After the scan, the injection site was checked, and it was found that the pipe connected to the indwelling needle burst, and part of the liquid medicine leaked out. The indwelling needle was pulled out, and the patient had no adverse reactions.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2259644. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the patient went to the radiology department for enhanced CT examination. At 08:12, a 22g closed needle-proof venous indwelling needle was placed in the left elbow of the patient at 08:12. The puncture went smoothly, the blood returned well, and the injection of normal saline was smooth. 08:43 before the enhanced CT scan, routine high-pressure test injection of normal saline 2.8ml/s, 20ml, no extravasation, the pipeline is unobstructed. 08:50 use a high-pressure syringe to inject contrast agent iodixanol 75ml. After the scan, the injection site was checked, and it was found that the pipe connected to the indwelling needle burst, and part of the liquid medicine leaked out. The indwelling needle was pulled out, and the patient had no adverse reactions.